Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that due to the fact the doctor had to remove the catheter, the catheter was blocked in the needle. The catheter did not glide well in the needle. As a result, the physician had to pull harder at the catheter which resulted in a broken catheter. Additional information was received on (B)(4) 2010, confirming that this procedure was a peripheral nerve block. At the time of insertion, via the left poplite nerve next to the knee, the catheter was not properly placed next to the nerve. The user felt a resistance while removing the catheter. Supposedly the catheter did not break,but tore inside the patient on removal. It was confirmed that the catheter was removed and it appeared to be in its entirety as x-ray was not performed. As a result, a second catheter was successfully inserted via the popliteal. The outcome of the patient is okay. There was no medical/surgical intervention. There was no consequence for the patient. There was no death.